Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during the rewind due to corroded motor home switch. Traces of corrosion found at the vibrator motor. Insulin pump received with cracked reservoir tube lip and minor scratches on lcd window.

Event description:
Customer reported receiving a motor error alarm during rewind. Customer stated that instead of rewinding the piston of the insulin pump came forward. Customer's blood glucose reading at the time of the call was 167 mg/dl. No further information reported.